Event description:
Medtronic received information regarding an apollo catheter that broke/separated. The patient was undergoing an onyx embolization procedure. The access vessel diameter was 3-5mm. Vessel tortuosity was moderate. It was reported that the apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. During removal, the tip of the catheter was entrapped. Force was applied for removal of the catheter and the catheter broke at about 20cm from the distal marker. It was noted that the apollo was not stuck in the guide catheter. There was no vasospasm. The separated segment of the catheter remained in the patient's vessel. There were no associated patient symptoms. The patient was treated with aspirin.

Manufacturer narrative:
A separate report will be submitted for the onyx 18 used in the same procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lesion was in the common carotid artery (cca) into external carotid artery (eca). Broke catheter was left in the patient¿s body, aspirin was given for a few weeks, patient is well now. There are no future plans to retrieve the catheter segment. The event is not life threatening. There is no permanent impairment of a body function or permanent damage to a body structure as a result of the event. The tip of the apollo was embedded in an onyx cast. The apollo detached segment is in the cca. There was no vessel calcification or stenosis.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a plastic biohazard bag; inside of a shipping box., visual inspection/damage location details: the catheter appeared to be broken. Approximately ~22.0cm of the distal segment of the catheter was found to be missing. The missing distal segment of the catheter was not returned as it was remained inside the patient. The catheter body was found to be stretched near the broken end. Onyx residue was observed at the broken end, within the catheter lumen, and inside the catheter hub. The onyx will not be returned as it was consumed in the event. The tubing material at the separated ends exhibited plastic deformation (jagged edges and stretching). No other anomalies were observed. Testing/analysis: the usable length of the returned catheter was measured ~143.0cm. Conclusion: based on the device analysis and reported information, the apollo catheter was confirmed to have separated due to onyx entrapment. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking; which indicates that the catheter separated as the tensile strength of the tubing material was exceeded. It is likely the catheter was pulled beyond the 20.0cm limit noted in the IFU. Possible contributing factors of ¿catheter separation due to onyx entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.